Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a board was replaced. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the site visit by the fse. The architect operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the clinical chemistry platforms tracking, and trending data revealed no systemic issues or trends with regards to the current issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified and the device met performance specifications or otherwise performed as intended at the customer site. Use error caused the issue as the instrument was not powered off prior to removing the board.

Event description:
The customer reported the green circuit board located in front of the hopper on the architect i2000sr was smoking and has a small hole burnt through it. The customer quickly unplugged the cable and the smoking stopped. No impact to patient management or user safety was reported.